Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported the pt was enrolled in a clinical study in (B)(6) titled: (B)(4). Idrt was implanted on (B)(6) 2012 on an ulcer of the pt's right leg. On (B)(6) 2012 a localized infection was suspected and a "sampling" was performed that day. The results were received on (B)(6) 2012: positive (B)(6). Treatment was with (unspecified) antibiotics. The infection was resolved on (B)(6) 2012.